Event description:
The monitor was connected to the patient and working correctly. While in use, the interface cable from the monitor screen to the interface module (fms rack) was lightly bumped and the connector at the monitor popped off. The nurse plugged it back in but there was no display of EKG, pulse, resp/multi-measurement server (mms) parameters. The nurse troubleshooted by reseating the cable, mms box, powered up and down, unplugged ac with no change. The nurse could not get the mms to work. The nurse contacted biomed and a tech tried to get the mms module to operate, but unit still would not work. The tech obtained a different mms module and connected that to the monitor and it worked. Left working mms module on the patient and the non-functioning mms module was removed and brought to the biomed department for further inspection. The patient had neen temporarily connected to a portable monitor when the mms module failed and so there was no harm to the patient. The nurse noted that the retaining clip on the interface cable did not feel like a tight, positive lock on.biomed action: the mms did not communicate with either shop monitor (mp50 and mp70). The biomed tech replaced the hardware rev. C mms m3001a main board. Unit tested okay and placed back in service.